Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead was responsible for a perforation confirmed by ultrasound which caused the r-wave to invert and the pacing impedance to increase. Pericardiocentesis was performed. The right ventricular lead was repositioned to the atrium and replaced. The patient was in stable condition.